Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report represents the initial and final report.

Event description:
Procedure performed: prostatectomy with da vinci robot. Event description: the ctf73 trocar was used as camera port (da vinci si laparoscope port) during prostatectomy. When inserting the laparoscope into the trocar the laparoscope did not get through the seal housing. The laparoscope then was pushed with force through the seal housing and the port was used during the whole surgery but every time the laparoscope was pulled out for cleaning and inserted into the trocar again this was done by force due to the high friction. Unfortunately the trocar was thrown away but the lot number was saved. The same incident happened on monday during the same type of surgery with da vinci but both the trocar and the lot number were thrown away. [Second event, reference mw #2027111-2018-00150 for first event] additional information received from the sales rep by email on 26 mar 2018: patient status is without remark since the patient was not affected of this. The only remark would be that the surgery time was a little bit longer due to the problem with the seal housing. Additional information received from the sales rep by email on 4 apr 2018: da vinci si robot laparoscope was used. There is only one size which is more than 10 mm. Type of intervention: a ctf73 trocar from the same lot was used on same purpose and procedure on the same day but there was not any problems. Patient status: no patient injury or illness occurred associated with the complaint event.